Event description:
Reported lead noise which resulted in 8 inappropriate shocks. Patient was brought in to clinic where noise was observed on the presenting iegm. A drop in pacing impedance was also noted. Lead remains implanted.

Manufacturer narrative:
1/16/2020 - we were informed that this lead was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
1/16/2020 - we were informed that this lead was explanted and replaced on 1/15/2020. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Multiple signs of wear were detected on the leads body. In particular in the distal lead area the lead the insulation was found worn through. A short circuit was measured. This damage is assumed to be the root cause for the observed oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
1/16/2020 - we were informed that this lead was explanted and replaced on (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.